Event description:
During the eval of the device for an unrelated issue, a critical failure was detected that needed repair and reporting.

Manufacturer narrative:
(B)(4). During the eval of the device for an unrelated issue, a critical failure was detected that needed repair and reporting. The device was evaluated at the philips repair bench. The device showed a shock/pace equip malfunction inop message on the display and there were also multiple iso relay, failed therapy rfu limit, during auto test errors in the pump log. The therapy pca was replaced for this failure. The device passed all post servicing performance testing and was shipped back to the customer site.